Event description:
It was reported that during a shoulder stabilization the metal tip of the suture, shuttle broke off in patients shoulder. It is unknown at this time if and how the metal piece was removed. Estimated time of delay to the case is unknown. No patient injury reported. A back up device was on hand.

Manufacturer narrative:
Device is not being returned for evaluation. (B)(4).